Event description:
A malfunction on the pump was reported by the customer, who did not experience any notable events leading up to the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the malfunction code on the pump, which did not recur. The customer was able to continue using the pump and was advised to report any future issues.